Event description:
Meter name: one touch basic original. Strip name: lifescan one touch strips. Meter code: 7. Strip code: 7. Strip storage: good condition. Stored correctly. Symptoms: shaking. A pt alleged that the pt's meter may have attributed to the pt's congestive heart failure. Their meter allegedly was inaccurately erratic. The result on their meter was 211mg/dl. The time difference between pt's meter is no comparison. Tratment was unknown. No further info has been reported.